Event description:
Event description boston scientific crm received information that this 4034 right ventricular lead exhibited loss of capture and high thresholds due to possible micro-dislodgement. During a lead revision procedure at four days post-implant, this lead was removed from service and replaced with a non-guidant lead. No adverse patient effects were reported.